Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon did not have any visual defects and was in a good condition. No damage found on the catheter of the device. Functional evaluation could not be performed as the balloon lumen was occluded, and it was not possible to unclog it. A microscopic examination of the balloon found a pinhole in the distal section on the body of the balloon. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the manner in which the device was handled and manipulated, and/or the interaction between the scope and device, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the common bile duct (cbd) during a dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the balloon was leaking. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was fine. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.